Event description:
The customer reported that the system would not perform a cine run. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power supply was adjusted and the printed circuit boards were reseated. The generator interface board, the power cord, the generator driver board, the high voltage supply board, and the high voltage transformer tank were replaced. The generator and the filaments were calibrated. The system was tested and operates as intended.